Event description:
The customer reported the maxplus valve stuck, popped and splashed. The customer stated the blue gland in the valve stuck in the open position, then after a slow return it popped closed and sprayed fluid on the user. The customer has used maxplus for more than 5 years without any issues. The report of sticking and then spraying started a few months ago. The IV team members place or replace the maxplus valve and it is only used on central lines. There was no patient harm reported and no medical intervention was required. The customer stated that no additional patient or event details are available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.